Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed no miss setting or other errors related to the reported issue. Functional testing could not replicate the reported issue; pump accuracy was within specification. The root cause could not be determined. The expulsor was adjusted preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a flow error (high). It is unknown if there was patient involvement, no adverse patient effects were reported.